Event description:
Information provided states that during routine post op imaging it was noticed that the cage had migrated posteriorly. Patient was asymptomatic and the decision was taken to revise the position of the spacer. During revision case on (B)(6) 2017 the rod/screw construct was observed to be intact and torqued. The removal of the spacer resulted in damage to the peek thread on spacer and repositioning was not an option. The spacer was replaced with an identical spacer. The screw/rod construct was replaced and compression performed to prevent any more migration.